Event description:
Rpf femoral component was mal-aligned and put in flexion at initial implantation 3 yrs prior.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.